Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that they were experiencing issues with endoscope recognition. The endoscope finally would not be recognized at all just prior to docking. The customer cleaned the endoscope controller (ec) opening with compressed air; however, the issue persisted. The procedure was converted to another da vinci system with no reported injury. There was a procedure delay of over thirty minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a second vision side cart (vsc) was bought in to finish the procedure robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the endoscope controller (ec). The system was tested and verified as ready for use. The ec has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. During visual inspection, fa found no damage on the exterior and interior of the unit. Fa observed no physical damage to the endoscope receptacle. The unit was installed on the golden system under normal mode where error 48406 was replicated. That was indicating an issue with dual camera interface board (dcib). As a result of these findings, fa concluded that dcib was the probable root cause of the reported issue.